Event description:
It was reported that the patient underwent a posterior spinal fusion at l4-s1 for spondylolisthesis. Approximately 2 years post-op the patient reported hearing a noise while moving. The patient also reported having pain 29 months post-op. Films confirmed that the rods were broken between l5/s1. The rods were explanted 30 months post-op. No additional patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). : neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.